Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged moisture in the ir window. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 26-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. The pump cover was opened and no damage was found to the display. A test display screen was installed and remained blank. Software analysis revealed that a slave processor failure had occurred. No moisture was observed in the battery compartment, under the display lens, or to the pump's internal components. The original complaint of a blank display was confirmed but the complaint of moisture ingress was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.